Event description:
The user facility reported a 81-year-old male patient implanted with an impella cp device for mechanical circulatory support. It was reported that during the impella implant, the patient experienced bleeding at the impella access site. The patient was administered units of packed red blood cells and fluid to resolve the issue.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-09172: upon further review the cause of death was unknown, requiring a regulatory report. B2 outcomes attributed to adverse event; changed to death b5 patient outcome and mso statement d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing. H1 type of reportable event. H6 health effect - impact code 1802 missing. H6 component code revised from the initial submission in accordance with updated procedures.

Event description:
The patient was on impella support for 93.1 hours before expiring. The relationship between death and impella is unknown, the impella operated without any problems until death. Per the medical safety officer review there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Upon further review the access site bleeding was due to 4fr sheath insertion prior to impella insertion. There is currently no allegation of a malfunction or serious injury associated with the implanted pump. A regulatory report is no longer necessary.